Manufacturer narrative:
A1-a4:the patient information is not available. H3, h6: a medtronic representative went to the site to perform a system check out and they found that the system functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during a case (t10 to pelvis), and registering 10, 11, 12, 1 and 2, they received green values on all of them, but when they proceeded with 10 and 11 they got a false positive as the values were green, but there was a shift. This did not occur with 12, 1, and 2. There was no patient harm and the procedure was delayed less than one hour.